Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indication for use was not provided. It was reported that the patient had sepsis, wound breakdown and an infection of the baclofen pump. Per the post-operative notes the patient presented with sepsis and had obvious dehiscence of the abdominal incision of the baclofen pump with tubing and pump material showing through the incision. The patient was felt to be in need of having this removed given the patient¿s condition. The patient was taken to the operating room and the patient¿s previous incision was re-opened. The pump was clearly visualized and there was no frank purulence noted around this area. The pump and catheter were removed. No further complications were reported or anticipated.